Event description:
It was reported that the device was experiencing downstream occlusions. There was unknown patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Manufacturer narrative:
D9 - date returned to mfg: 23-sep-2025. H3 and h6 codes - updated. The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are 3 high alarm (downstream occlusion) displayed. The device was visually inspected and there were no anomalies noted. A functional test was performed, and the reported issue was not confirmed. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing.